Manufacturer narrative:
The pod was received for evaluation fully deployed. The investigation found no damage or manufacturing deficiencies that would contribute to the reported needle mechanism failure. There were no timeouts or stalls observed. The pod arrived in pod state 15 delivering more than 200 pulses and the download data indicated typical user-device interaction. The exposed portion of the soft cannula was observed to be flattened and stretched. A fluid path test was conducted, and upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened. The timing and cause of the observed cannula damage could not be determined. Inspection of the device found no damage that would contribute to skin irritation. The cause of the reported event could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl between 4 and 24 hours of wearing the pod. The patient¿s mother reported the pink slide did not move forward, indicating a needle mechanism failure. The patient¿s mother further stated the cannula did enter the arm; the cannula was bent, and the pod site was red and swollen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.